Manufacturer narrative:
A field service engineer (fse) checked the vacuum, tubing, and valves; all passed. The fse replaced some parts and primed the cap piercer with no errors observed. The fse loaded sample tubes and observed no fluid on top of caps.

Event description:
A customer contacted beckman coulter inc., (bci), reporting that the cap piercer wash cup was leaking in unicel dxc 800 pro synchron clinical system. The customer observed a fluid overflowing from the cap piercer wash cup. No injury was reported on this issue.